Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insulin syringe with bd ultra-fine¿ needle had that the scale markings are faint or missing. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (3) loose 3/10cc, 8mm syringes. Customer states that the scale markings are faint or missing. All returned syringes were examined and all exhibited partially printed scale markings on the barrel. Samples were forwarded to manufacturing (holdrege) on 14sep2018 for further review. On 17sep2018, holdrege received three (3) loose 0.3ml, 8mm syringes from an unknown batch number. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. All returned samples exhibited partial printing of the scale markings long the barrel. In all instances, a portion of the scale marking (line) was printed, but not the entirety. Probable root cause for this type of defect is likely a swollen or damaged pad on the printer during printing of the barrels. When this type of event occurs, any portion of the scale print may be mis-printed and/or missing. CAPA 162566 was initiated by the holdrege plant to address print related notifications, specifically missing print, and it's associated root cause(s). As the batch for this complaint is unknown, verification of the date of manufacture as compared to implementation activities associated with this CAPA is unable to be determined at this time. Unable to perform complaint lot history check for scale marking illegible and scale marking missing due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check for scale marking illegible and scale marking missing due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd insulin syringe with bd ultra-fine¿ needle had that the scale markings are faint or missing. No serious injury or medical intervention was reported.